Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, with the ipg eroding through the skin. Physician brought the patient into the or and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.